Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30634385l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a heart block requiring surgical intervention and prolonged hospitalization. It was reported that during the procedure on friday, (B)(6) 2021, they ablated the his and created a heart block. The reporter stated that the patient was hemodynamically stable. The patient did not need to be paced. The reporter also stated that the patient was having a permanent pacemaker placed on monday. The patient stayed in the hospital over the weekend. The reporter stated that they reminded the physician that they were near the his, several times. The reporter stated that the physician was able to terminate the tachycardia, but they were not able to avoid ablating the his. They were using an "f" curve pentarray, reprocessed cs, stsf "df" curve, and a view flex ultrasound catheter. The maximum amount of wattage used was 35 watts. Additional information was received on 01-dec-2021. It was reported that the physician¿s opinion on the cause of this adverse event is that this is procedure related. A pacemaker was implanted the following monday. The patient outcome of the adverse event was reported as worsened. The patient had a 40 bpm escape rhythm but otherwise stable. Generator used was a smartablate.